Event description:
This lead was implanted on (B)(6) 2007 and capped on (B)(6) 2011 due to it was broken and caused 18 shocks. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).